Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation; the compare trial. Ann neurol. 2009;65(5):586-595. Summary: the study was a single-center, prospective, randomized, patient and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. Sixty-two patients were recruited, and 10 patients did not pass initial screening. Fifty-two patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: five cases of confusion/disorientation/difficulty concentrating/distractibility were reported and noted to be serious. No treatment or outcome was reported. See literature article attached to MFR report# 2182207200905291.